Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a replacement on (B)(6) 2022. They historically were unsure how long they had abnormal impedances for their right lead, but the team felt that x-ray findings and clinical presentation demonstrated a lead fracture. They didn't appear to be getting clinical benefit from the right lead and stimulation had been switched off. They also had abnormal (high) impedances for electrode 7 of the lead and the left vim but it wasn't in use. The team was also concerned about rapid battery depletion. The patient had amplitude increased from 1.0 ma to 3.7 ma for channel 1 and remained at 2.15 ma for channel 2. They returned to the clinic on (B)(6) 2022 and battery life was a reported 4 months. On (B)(6) the estimated life was 7 months. Additional information was received indicating that they believe the quick depletion could be due to the high impedances. A longevity calculation was run and it said the longevity was around 7 years based on parameters. These numbers however were based on the last 7 days of usage so that number could change the next week from the current programming.

Manufacturer narrative:
Continuation of d10: product ID 3387-40 lot# 0204126648 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the first reported lead issue was back in 2009. They went for surgery to repair in (B)(6)2010. In 2011 impedances were ok but the patient still reported electric shock in their right face and neck. In 2013 it was found that the system was inverted, (right electrode controlling right body; left electrode controlling left body) with high impedances. In 2014 according to the x-ray taken in beaumont hospital there was no lead fracture and the system showed no leakage of stimulation. In 2015 impedances were high again with a possible lead fracture but no action was taken as the stimulation was effective for the patient. In the last visit it was decided to turn off the stimulation in the right lead to save battery life.

Manufacturer narrative:
Continuation of d10: product ID 3387-40 lot# 0204126648 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.